Event description:
It has been reported to philips that the wireless foot switch did not charge. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. During investigation, it was identified that the event occurred on (B)(6)2025. According to the additional information acquired, the system was in clinical use for a planned non-emergency treatment at the time of the reported event. The procedure was completed as planned by using a wired footswitch. A philips field service engineer (fse) inspected the system on-site and confirmed that the wireless foot switch (wfs) charger was defective. To resolve the reported issue, the fse replaced the wfs charger. After the replacement, the system was returned to use in good working order and ready for clinical use. The wfs charger was returned for further analysis. Functional testing was performed, and an electronic defect were identified. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the system's instructions for use (IFU), before using the system, it should be checked that the wireless foot switch functions with the system and to ensure that the battery is fully charged. Alternatively, a wired foot switch should be used. In this case, the procedure could be completed using the wired footswitch. This has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.